Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The procedure consisted of placement of a mainbody, an iliac leg graft in the left side and a converter, and then the fem-fem bypass was performed. At the f/u on (B)(6) 2012, the stenosis right under the iliac leg graft edge and other part in the left external iliac artery was confirmed by CT angio. On (B)(6) 2012, a zilver stent was additionally placed to solve the stenosis. The pt is doing fine after the procedure.

Manufacturer narrative:
(B)(4). Event is still under investigation.